Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that about three hours into an ablation procedure to treat atrial fibrillation, after mapping was completed with the intellamap orion high resolution mapping catheter, the sheath was inserted to perform imaging inside the coronary sinus (cs). At that time, the patient's blood pressure started to decrease a little, so the situation was observed. An echocardiogram was performed and a cardiac tamponade and pericardial effusion were confirmed. Minimal ablation treatment was performed with an intellanav mifi oi catheter, and it was completed. The patient's blood pressure returned to normal after draining, and he spent the night in the intensive care unit (ICU) to take a rest for one day. According to the physician, the event was "not caused by orion and such, but since cardiac tamponade occurred when sheath was inserted inside the cs, it seemed to be the cause." A blood gas test showed it was venous blood. No device malfunctions occurred. The device is not expected to be returned for analysis.